Event description:
It was reported that the patient presented to the ER after receiving a shock due to oversensing. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.